Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the high-frequency instrument was used without maintaining sufficient distance from the tip. However, a definitive root cause could not be established. The event is detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.